Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The frame assembly was returned for evaluation, and subsequent testing verified the complaint. The weld was broken at the tab. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Frame broke where the cylinder mounts.